Manufacturer narrative:
Investigation included user troubleshooting and education. Investigation of this case revealed user error in entering the incorrect pairing code. It was concluded that the event was attributable to use error, with device function restored after correct code entry.

Event description:
It was reported that the user received alerts to connect the cgm while using a dexcom g7, and pairing failed until the user re-entered the correct sensor pairing code; after user education and re-entry of the correct code, the cgm entered pairing mode and blood glucose was unaffected. Symptoms included no adverse physiological effects. Outcomes included no impact on dosing or therapy continuity beyond temporary cgm signal loss and a ¿dosing stops soon¿ notification.